Manufacturer narrative:
(B)(4). Information was recieved via medwatch report (B)(4).

Event description:
The physician noticed when removing the trerotola device from the vein that a piece of the device tip had broken off and was in the patient's vein.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. The provided instructions warns the user that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2 cm / second and it is not to be advanced during activation. Device history record review was performed and did not reveal any manufacturing related issues. Therefore, the complaint could not be confirmed and the potential cause could not be determined based upon the information provided and without a sample. No further action will be taken.